Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy and/or inadvertent mishandling resulted in the noted multiple bends and kinks on the guidewire core; thus resulting in the reported/noted difficult to remove. The noted scraped teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure to treat a lesion in the posterior tibial artery with moderate calcification. The command guide wire was advanced to the lesion with a catheter from another manufacturer without issue. An attempt was made to remove the catheter; however it was stuck to the command guide wire and the devices were removed together as a single unit. A new command guide wire and a new catheter were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.